Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call indicating that patient insulin pump had blank display. Customer's blood glucose at time of incident was unknown. Customer's father stated the pump showed the battery dying real fast and giving a funky display. Customer stated that the pump is completely blank. Customer was advised of the cot pump and will be deliver by the end of day tuesday.